Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was exchanged due to a suspected pump thrombosis. It was also reported that the pump exhibited power outside the normal range. The pump was exchanged. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was admitted for hematuria, elevated lactate dehydrogenase (ldh) and plasma free hemoglobin and acute kidney injury. Upon exchange of the ventricular assist device (vad) there was reportedly no thrombus observed upon removal and the vad was sent to a company by the facility for evaluation. The patient suffered a large blood loss and received multiple blood products including four units of fresh frozen plasma, three units of packed red blood cells (prbc) and was on intravenous vasopressor support for hypotension. The chest was left open upon vad exchange and closed the next day. The patient was eventually weaned off of IV pressor support, bridged with IV anticoagulants untilinternational normalized ratio (inr) was therapeutic and discharged to home.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, relevant history and laboratory data. Correction to d4 unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the hvad pump (B)(6) was returned for evaluation. A review of the pump's device history record confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported abnormal power event was confirmed through log file analysis which revealed several increases in power consumption to parameters above normal operating range during the analyzed period. Log file analysis also revealed an increase in power consumption starting on 1(B)(6) 2019 followed by two sudden decreases in power consumption and estimated flows since (B)(6) 2019. Two (2) low flow alarms were logged on (B)(6) 2019. Additionally, a vad disconnect alarm was logged on (B)(6) 2019 due to a physical disconnection of the driveline from the controller. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the front preload was found to be deviating from release specifications. Further functional testing and dimensional verification was not completed since the device is involved in legal proceedings. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. The se friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Internal pathological report revealed no evidence of thrombus within the device. As a result, the reported thrombus event could not be confirmed. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to poor vad filling, inappropriate pump rotational speed, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, device thrombus, renal dysfunction, hemolysis and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of renal dysfunction and bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported abnormal power event was confirmed through log file analysis which revealed several increases and decreases in power consumption and estimated flows starting (B)(6) 2019. Two (2) low flow alarms were logged on (B)(6) 2019. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to poor vad filling, inappropriate pump rotational speed, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.